Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the time of generator changeout, insulation abrasion was found via fluoroscopy. Lead was capped and replaced.